Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Add'l info will be submitted within thirty days upon receipt.

Event description:
According to the report, the physician saw extravasations of the dye on the hub without any inflation of the balloon. Two holes were also observed on the hub of the stent delivery system. No further info was provided.